Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulation flow; subsequently, the pts received more IV fluids than intended. The tubing sets were being used to deliver unspecified IV solutions. After unspecified lengths of time in use, the customer contact reported the pts received more solutions than intended. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not returned. All affected customers were notified via a device info letter dated oct 9, 2007. See attached letter.